Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 3 of the patient's mouth. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.